Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported the patient experienced a sudden change in therapy; the patient was originally admitted to the hospital because of what appeared to be underdose symptoms. The patient was in the intensive care unit. The patient then received oral baclofen and was currently completely atonic/no muscle tone. It was believed the patient may have been given too much oral baclofen. The hcp asked about turning the pump off temporarily, however, the facility didn't have an 8840 physician programmer. The hospital the patient was at was unfamiliar with the device/therapy. The cause of the event, interventions, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Should additional information be received, a follow-up report will be submitted.